Event description:
It was reported that at 39,000 joules of use and 10 minutes while using the surgical fiber during a prostate procedure, the fiber cap detached inside of the patient and was flushed out. The fiber was replaced and the procedure completed using a second surgical fiber. There was no injury to patient reported.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the distal tip of glass cap and metal cap are detached and returned; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion on surface; the outer flow tubing open end exhibits mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
The customer reported that no record was kept of the finishing fiber. Can not confirm what method was used to complete the procedure.